Event description:
There was no patient involved in this event. The device prompts check pads.

Manufacturer narrative:
The history log for this device showed the pad-pak was first installed on the (B)(6) 2014 and performed to specification up to the final history log entry on (B)(6) 2015. Manual power ups of varied duration were recorded during this time. The device detected a patient impedance on at least one occasion as an 18 minute event is recorded on the (B)(6) 2014. The user accessible memory had been erased prior to the 21st may 2015. Multiple manual power ups are recorded on the (B)(6) 2015, a patient impedance was recorded each time however no patient involvement is reported. The patient impedance recorded was outside of the measured impedance range on several occasions resulting the check pads prompt, as reported. The returned pad-pak was installed and passed a self-test. The device successfully delivered test therapy and an acceptable measurement was recorded for the test shock. The device powered off with no warnings given and a flashing green status led. The device was disassembled for investigation. No visual abnormalities were found. The device performed to specification throughout the investigation. No fault was found with the returned device.